Event description:
Incident occurred during preventive maintenance; no patient involvement.

Manufacturer narrative:
B5, h6: additional information.

Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Functional testing involved disassembling the pump. The investigation found that leaking of the real time clock battery inside the device had caused corrosion on the board. The microprocessor board was replaced. Based on evidence and investigation, the complaint allegation was confirmed.

Event description:
Information was received indicating that a smiths medical cadd-legacy one ambulatory infusion pump alarmed when batteries were installed. No adverse effects were reported.